Event description:
It was reported that pump battery did not charge despite use of working outlets, tandem charging cable and wall adapter, and alternative charging accessories, and pump displayed power source alerts but did not shut down or lose ability to turn on. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was advised replacement pump would have updated software.